Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip noted, minor scratches on display window, cracked reservoir tube window, reservoir tube and cracked battery tube threads.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated their battery compartment had a piece missing. It was found there was a u shape piece missing from the battery compartment. Customer noticed the damage when they were replacing their battery. Customer's blood glucose was 92 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.